Manufacturer narrative:
The instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted general procedure, it was observed that the endowrist one vessel sealer instrument was not sealing the patient's tissue. While there was no harm to the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event. Review of the site's system logs for the reported procedure date found no system issues that would have caused or contributed to the sealing issue experienced by the site. However, review of the system logs found that the 1st endowrist one vessel sealer instrument that was used during the surgical procedure, likely had a sealing issue due to the variation in the sealing time.

Event description:
It was reported that during a da vinci assisted general procedure, it was observed that the endowrist one vessel sealer instrument was not sealing the patient's tissue and that it was taking approximately 20 seconds to obtain a seal. Reportedly, the site believes that the issue may be related to the surgeon's technique or associated with the erbe generator. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. On (B)(6) 2016, intuitive surgical, inc. (Isi) obtained additional information from the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, he was present during the surgical procedure. The csr indicated that during use of the endowrist one vessel sealer , while the surgeon was sealing the patient's tissue, he surgeon observed that the patient's tissue was not being sealed. The audible tones occurred indicating that the sealing cycle was in progress; however, after completion of the sealing cycle, inspection of the patient's tissue found that it had not sealed. The csr indicated that the surgeon took, small purchases of tissue; however, the issue persisted. The surgeon had the endowrist one vessel sealer removed, and a replacement endowrist one vessel sealer was installed. After some time of use, the issue recurred. The surgeon made decision to complete the planned surgical procedure with the replacement vessel sealer instrument in its condition. According to the csr, he discussed the issue with the site and the site believed that the issue may be related to the erbe generator and requested to have the erbe generator inspected. On (B)(6) 2015 isi contacted the isi technical field specialist (tfs) regarding his investigation. According to the tfs, he performed an erbe generator preventative maintenance activity on (B)(6) 2015 and replaced the erbe generator. The tfs determined that replacement of the erbe generator was not required, since it was recently replaced. The tfs indicated that he followed-up with the site and that he will continue to monitor the customer reported issue. The tfs indicated that the issue is likely due to the surgeon's technique or an issue with the vessel sealer instrument. MFR report 2955842-2016-00029 was submitted regarding the replacement (2nd) vessel sealer instrument.